Event description:
Repair request initiated for device with the report of overheating. No patient impact reported. Repair request escalated to complaint based on reason for return. On follow-up it was confirmed there were no patient or staff impact. The initial reporter and facility were also confirmed and provided.

Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise of the motor was measured to be 151.9°f during testing. Evaluation determined that the collet bearings and the rear motor bearing were worn. Additional testing determined the maximum temperature rise rate was 6.5 degree f/sec. Based on previous investigation CAPA (B)(4). According to this investigation critical temperature rate for risk of burn injury was determined to be 6.0°f/sec once the device reaches 114.2°f. The measured rise of this device exceeds the critical temperature rate. Multiple warnings are included in the ipc user manual including: "heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in athermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position." This may result in thermal injury to the surgeon or staff. In addition, "continuous cutting for extended periods may cause the device to heat to an uncomfortable temperature." We will continue to monitor this complaint type for trends. (B)(4).